Event description:
It was reported by service report that the head-end right siderail was not functioning, and the motion interrupt pan was broken. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: broken motion interrupt pan.